Event description:
A company representative interrogated a patient's device prior to generator replacement surgery and identified high impedance. The patient then underwent full revision surgery to resolve the high impedance. The explanted products were discarded and are unavailable for analysis. No additional relevant information has been received to date.